Event description:
The customer reported to olympus, the light source had a strange error message, unsupported scope, faulty cable message and just wouldn¿t recognize the scope. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: cosmetic wear and tear (front panel has small cracks- below the scope socket). Based on the results of the investigation the root cause could not be identified; however it is likely that the locking mechanism and scope detection slide not functioning led to the malfunction resulting in the front panel to blink constantly (intermittently) and a faulty scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure was completed using another device.